Manufacturer narrative:
Submit date: 2017-12-20. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer did not state a specific issue. Upon triage on (B)(6) 2017 the service tech found the unit had no audio. No patient involved.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and for the reported condition of no audio. The unit was triaged and the issue was confirmed. The root cause is due to a damaged harness-buzzer assembly. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.